Event description:
A male with a past history of htn, dm, seizures, copd, cad, pneumonia and advanced colon cancer. S/p hemicolectomy in 2007. Insertion of an infusaport two months later. He required intubation for pneumonia and left tlc for tpn. Four months later, on routine cxr, infusaport noted to be fractured. The following day, interventional radiology retrieved broken catheter fragment from right atrium. Three days later, entire removal of infusaport. Infusaport had not been used during this admission. Dates of use: 2007; diagnosis: colon cancer.